Event description:
It was reported that the v60 ventilator had an error code indicating check vent: motor control pcba adc failed. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10 per the biomedical (biomed) engineer, a power management (pm) printed circuit board assembly (pcba) was ordered. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact information, contact office entity, and manufacturing site.